Event description:
On 26/nov/2025, (B)(6) became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for a hernia repair and peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (negative for infection) were collected, and the patient was formally admitted. Due to the negative cell count results, the patient was sent for radiological testing which discovered an inguinal hernia had formed. The patient was taken to the operating room on (B)(6) 2025 for the surgical repair of the inguinal hernia, and removal of the existing pd catheter (not a (B)(6) product). Additionally, the patient received a temporary hemodialysis (hd) catheter (not a (B)(6) product) and will transition to hd for 6-8 weeks while her abdomen heals. The patient transitioned to hd without any reported issues and is recovering from the events. The patient was not treated with any antibiotics, and peritoneal effluent culture result returned negative for growth on (B)(6) 2025 (no peritonitis infection). The patient was discharged home on (B)(6) 2025 in stable condition. The pdrn stated the cause of the inguinal hernia is unknown, as it was not present when the patient began pd therapy. Per the pdrn, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".